Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that defibrillator has problem with the charge indicator. There was reportedly no patient involvement.